Manufacturer narrative:
Complaint statement (B)(4): received 1 rack 454029/b22063mb for evaluation. Received customer pictures. We have no further complaints for the material/batch. Samples were tested according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction could not be confirmed.

Event description:
Customer states hemolysis in tubes drawn in the emergency room. More information requested and provided on dec. 9, 2022: the hemolyzed specimens are drawn in the emergency room and these are rn draws. Emergency room hemolysis rate for nov. Is 5.8%, the rest of the facility is 1.6%. The customer states, that they primarily draw their labs when they establish IV access. Theu use a vacutainer device directly to the IV catheter; they do not use a syringe. Tubes not always filled to the nominal fill line.